Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received lioresal baclofen (2000mcg/ml, unknown dose) in an implantable pump for intractable spasticity and cerebral palsy. The hcp attempted to refill the pump on (B)(6) 2015, but was unable to locate the refill septum. Only metal was felt upon needle insertion. The hcp was using the manufacturer refill kit and template. Troubleshooting was not possible due to lack of access with the product. A lateral x-ray image of the pump confirmed a pump flip. The hcp was going to contact neurosurgery. Additional information was requested from the hcp regarding drug information, concomitant medications, pertinent medical history, and what actions/interventions were required , and if the issue was resolved. If additional information is received, a follow-up report will be submitted.